Manufacturer narrative:
Pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to a problem isolated to pcb1. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had replace battery alert. Customer stated insulin pump battery was only lasting for 5 days and received low battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.